Event description:
The dental implant fx5010swc was removed on (B)(6) 2018 due to failure to osseointegrate 4 months and 16 days after implantation. The patient has no significant medical history. The patient required another surgical intervention, but has recovered without any other complications.